Event description:
It was reported that the burr catheter became stuck on the guidewire. A 1.50mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure in the left anterior descending (lad) artery. The rotapro was used in the lad and then removed. After stenting the lad, the same rotapro was used again, but there was difficulty advancing through the curve of the guide catheter. The original guidewire was removed in case there was a kink, but the device still would not advance. Dynaglide mode was also activated in an attempt to advance, but it was unsuccessful. The rotapro was removed, taking the rotawire with it. Blood was observed inside the catheter. The procedure was competed with a new rotapro and a new rotawire. There were no patient complications reported.